Event description:
The patient reported that the previously working remote monitor did not power on after a storm. Troubleshooting steps were taken, to no avail. No patient complications were reported as a result of this event. It was further reported that the patient did transmit successfully with this monitor two hours after this call. No patient complications have been reported as a result of this event. The monitor was later returned to the manufacturer.

Event description:
The patient reported that the previously working remote monitor did not power on after a storm. Troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.